Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("discovered she was pregnant again"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the medical device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: in or around (B)(6) 2016, the patient underwent a tubal ligation, due to the failure of her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Insertion details - trailing coils: left 4, right 1. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical records received. Reporter information added. Reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("discovered she was pregnant again"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the medical device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: in or around (B)(6) 2016, the patient underwent a tubal ligation, due to the failure of her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Insertion details - trailing coils: left 4, right 1. Lot number: 761437, manufacturing date: 2010-07, and expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("discovered she was pregnant again"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the medical device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: in or around (B)(6) 2016, the patient underwent a tubal ligation, due to the failure of her essure coils. It was also informed that she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case become serious incident, essure removal done. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.